Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. The reported event for failure to capture was not confirmed. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented to the patient presented in the clinic. The patient had a pacing system implanted on (B)(6) 2015. According to the clinic records, the left ventricular (lv) lead had no capture, possible dislodgment at the 1 month follow up. At that time the lv lead was shut off for right ventricular only pacing. The patient was recently evaluated and the physician elected to replace the lv lead to resume lv pacing. The lv lead was explanted and replaced. The patient was in stable condition.